Event description:
Additional information was received from the patient. They reported that the wire seemed to be coming out. They never heard from the rep. It was sticking out through their skin, or under the skin. Patient stated no one called. The issue was not yet resolved. They are going to their urologist in august.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2rhjy); product type: 0200-lead; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that since monday (2024-may-06) they were urinating more and more. They also stated that they felt like something had come loose like a wire and they can feel it. They had been doing well since april and then they felt like they are back to where they were before. They were going to the bathroom every 5 minutes. They mentioned that sometimes stimulation would feel like needles in their vagina when they sat down. The patient connected to the device and comfortably increased stimulation. They will maintain stimulation and monitor their symptoms. They were directed to their doctor regarding the loose wires and the manufacturing representative (rep) was also contacted to notify them of the issue.

Event description:
Additional information was received from the patient. Patient called back requesting assistance changing programs. Agent reviewed how to change programs. Patient changed programs and will maintain stimulation and monitor symptoms. Patient mentioned feeling like some kind of wire is sticking them as previously noted. Redirected to hcp. Patient stated they still have not heard from mdt rep. Patient stated they have an appointment with hcp coming up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.